Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. And does not function. The customer's blood glucose reading was 48 to 70 mg/dl at the time of incident and treated with juice. Troubleshooting explained the possible cause of the alarm and found that the customer placed the pump in the bathroom while he was taking a shower. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined low blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with a button error alarm and had no button response due to corroded keypad traces. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump passed idle current test. The insulin pump was received with severely scratched display window, cracked reservoir tube lip and missing the end cap sticker.